Event description:
It was reported that the insulin pump was dropped and the device had a blank screen. Troubleshooting was performed and the device continued having a blank screen. The battery was changed and the device still did not respond. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a broken solder joint and lifted traces on the interface board.